Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: did needle breakage occur in one and the same procedure or in different procedures? If in different procedures, indicate how often did needle breakage occur in each procedure. If it occurred in different procedures capture each procedure in a single complaint and inform us about pc number. Was there any adverse consequence associated with the patient? Where was the needle grasped prior to the needle breakage (i.e. Swage, middle or tip)? Did the needle fall into the patient? If yes, was the needle piece(s) retrieved during the same procedure? Were x-rays taken to locate the needle piece(s)? What measures were taken to retrieve the broken piece? Was there any additional tissue damage as a result of searching for the needle piece? What is the lot number? Device return status: attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent related to: 2210968-2022-02169.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date in (B)(6) 2022 and suture was used. During use on the patient it was noted that the needle broke in the same part repeatedly. There were no patient consequences reported. Additional information was requested.